Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a recurrent sinus infection. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a recurrent sinus infection. The patient was prescribed antibiotics in response to the reported event. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged black oily stuff, cough, respiratory issues, sinus infection, underwent lung x- ray and taking antibiotics for sinus infection. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of discoloration due to corrosion from water ingress, dust and faint blue-green contamination on the blower, water ingress to blower box and on the blower. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with discoloration due to corrosion from water ingress, dust and faint blue-green contamination on the blower, water ingress to blower box and on the blower. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.